Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02370. It was reported that balloon rupture and balloon detachment occurred. The target lesion was located in the circumflex artery. A 2.00mm x 20mm nc emerge® balloon catheter was advanced to dilate the lesion. However, upon inflation, the balloon ruptured at 20 atmospheres. The device was removed and the physician noticed that the balloon had completely came off from the delivery system and remained in the body. Subsequently, a stent was advanced and was deployed to cover the detached balloon. After that, a 2.50 x 32mm synergy ii stent was advanced but failed to cross the lesion. The device caught on the previously deployed stent and the stent appeared to be unraveled. The device was removed from the patient's body and it was noted that the stent came off on the back table outside the patient's body. No patient complications were reported.

Manufacturer narrative:
The complaint device was returned for analysis. Returned product consisted of a nc emerge balloon catheter. There was blood in the wire lumen. The outer shaft and inner shaft were microscopically examined. There were numerous hypotube kinks. The inner shaft was buckled (B)(4) from the hub. The shaft expanded and burst (B)(4) from the hub. The distal portion of the shaft, balloon, and tip were missing and not returned. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
The target lesion was located in the circumflex artery. A 2.00mm x 20mm nc emerge balloon catheter was advanced to dilate the lesion. However, upon inflation, the balloon ruptured at 20 atmospheres. The device was removed and the physician noticed that the balloon had completely came off from the delivery system and remained in the body. Subsequently, a stent was advanced and was deployed to cover the detached balloon. After that, a 2.50 x 32mm synergy ii stent was advanced but failed to cross the lesion. The device caught on the previously deployed stent and the stent appeared to be unraveled. The device was removed from the patient's body and it was noted that the stent came off on the back table outside the patient's body. No patient complications were reported.